Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented over merlin.net via transmission after receiving a patient notifier stating that the patients voltage was at eri. Patient later presented to clinic for interrogation which showed battery longevity. Patient was asymptomatic. Physician elected to monitor the battery and patient will be closely monitored with routine follow up. Patient was stable.

Event description:
New information received: device was explanted due to battery longevity issue which was transmitted via merlin.net transmission. A new device was implanted. Patient was stable.

Manufacturer narrative:
The reported field event of battery/longevity data anomaly was confirmed in the laboratory upon review of the session records. Based on device settings, a longevity calculation was performed and found to be within expected limits. The root cause of the longevity anomaly was consistent with a programmer software issue.